Manufacturer narrative:
Investigation: a DHR could not be performed as the lot# is unknown. No sample or picture available for evaluation. Not able to determine a root cause as there were no samples provided. Possible damage in the stopper lip or incorrect assembly of the stopper to the plunger could be a root cause but can't be confirmed.

Event description:
It was reported that a bd emerald¿ 10ml syringe had leakage and a difficult plunger.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ 10ml syringe had leakage and a difficult plunger.